Event description:
A surgeon reported six cases of inflammation (fibrin reaction) that developed during the first 24 hrs following surgery. The other MFR report numvers are: MDR # 1119421-2006-00201, MDR # 1119421-2006-00202, MDR # 1119421-2006-00204, MDR # 1119421-2006-00205, MDR # 1119421-2006-00206. In this case, the inflammation was treated with local and systemic steroid and antibiotic therapy. No cultures were obtained. The surgeon reports the pt's outcome and prognosis are good. The cause of the inflammation is not known. The surgeon feels the lining of the cartridge may be a contributing factor. The surgeon feels the lining of the cartridge may be a contributing factor. He has switched from using the (c) cartridge, to using the (b) cartridge and hygienic measures were improved as part of the facility investigation. No additional cases have been reported.

Manufacturer narrative:
Evaluation summary: no sample was received for evaluation. The cartridge lot number used for this pt was not specified. Sterilization records were reviewed for the two lot numbers provided and the sterilization cycles ran within all required parameters with no anomalies. Product history records were reviewed for both lot numbers and all documentation indicates the product met release criteria. The reports for this facility are the only complaints that have been received for these lots.